Manufacturer narrative:
Event date is estimated. This report is associated with 2 other reports. Reference MFR # 2916596-2018-05473 and 2916596-2019-00492. Approximate age of device- 1 year, 9 months (calculated from device manufacture date). Manufacturer's investigation conclusion: the reported event of red heart alarms was confirmed during analysis. The evaluation of the returned system controller revealed damaged drive circuit components. As a result the system controller was not able to operate a test pump in primary mode during analysis. The data log file was successfully retrieved and contained some events recorded from the time stamp of day 594, 9 hours and 33 minutes to day 595, 0 hours and 35 minutes where normal operation was recorded followed by a driveline disconnect alarm which is consistent with the provided information that this was a backup device and this information appeared to be recorded prior to the reported event. The remaining data captured in the log file revealed numerous speed reduction below the low speed limit (including 0 rpm) after the system controller was connected to the system. The speed reductions were accompanied by elevated power (9.8-26.9 w) and pi (7.4-11.2) levels and low speed hazard and low flow hazard alarms. A specific root cause for the damaged drive circuit components and the atypical events captured in the log file was not able to be determined. According to the additional information the pump will not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced red heart alarms and connected to power module showing low flow, low speed, low pi, and power which were all 0. The device alarmed to switch the system controller and the patient switched with the backup system controller. The backup system controller functioned for 10 to 15 mins and alarmed again as one battery from the black lead side wasn't working. The batteries were exchanged. The patient experienced another red heart alarm. The patient was brought to the emergency room and was in stable condition while placed on dobutamine drip. The patient was scheduled for operating room, but suddenly crashed and passed away on (B)(6) 2018. The manufacturer's technical service representative reviewed the log file and observed low voltages on the patient cable while attached to the power module. Pump stops were also observed while on batteries and power module which is indicative of driveline damage. The clinician suspected that the patient died from cardiogenic shock. There will be no autopsy and the device will not be returned for evaluation. The system controller was returned for evaluation. The manufacturer's investigator found a damaged circuit component of the system controller.